Event description:
The hcp reports the pt presented with drainage, meningeal signs and symptoms, and a culture of the device pocket, lumbar region, and cerebrospinal fluid was positive for staph aureus and the pt was diagnosed with meningitis. The pt was treated with both IV and oral antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal. The pt had risk factors of urinary tract infections and multiple sclerosis.